Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24jan2017 in the b.5 field. No further follow up is planned. Evaluation summary: a male patient reported that the threads between the cartridge holder and the pen body were cracked on his humapen ergo ii device. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 0910d02, manufactured october 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to the front housing threads cracked or broken. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 /300iu) cartridge via reusable pen (humapen ergo ii) 18 (no units) morning and evening, subcutaneously for the treatment of diabetes beginning in 2008. Sometime in 2012 he experienced high blood sugar and was hospitalized. Information regarding corrective treatment, hospitalization details and outcome of the event was not provided. On an unreported date, the patient reported an unspecified product complaint for the humapen ergo ii (product complaint pending/ lot 0910d02). Human insulin isophane suspension 70%/ human insulin 30% treatment status was ongoing. The operator of the device and his/her training status was unknown. The general device duration of use was eight years, beginning in 2008. The suspect device duration of use was not provided. The device was not returned. The reporter consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% treatment or to the suspect device. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update (B)(6) 2016: upon review, the case was opened to update the improper use and storage to yes on the device tab; to add the product complaint information to the narrative; to complete the medwatch and (B)(4) and (B)(4) required device reporting elements for regulatory reporting; and to update the narrative. Update (B)(6) 2017: additional information received on (B)(6) 2016. Product complaint # (B)(4)added and processed accordingly. Update 24jan2017: additional information received on 23jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 /300iu) cartridge via reusable pen (humapen ergo ii) 18 (no units) morning and evening, subcutaneously for the treatment of diabetes beginning in 2008. Sometime in 2012 he experienced high blood sugar and was hospitalized. Information regarding corrective treatment, hospitalization details and outcome of the event was not provided. On an unreported date, the patient reported an unspecified product complaint for the humapen ergo ii (product complaint pending/ lot 0910d02). Human insulin isophane suspension 70%/ human insulin 30% treatment status was ongoing. The operator of the device and his/her training status was unknown. The general device duration of use was eight years, beginning in 2008. The suspect device duration of use was not provided. The device remaining in use and its return was not expected. The reporter consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30% treatment or to the suspect device. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 22dec2016: upon review, the case was opened to update the improper use and storage to yes on the device tab; to add the product complaint information to the narrative; to complete the medwatch and european and canadian required device reporting elements for regulatory reporting; and to update the narrative. Update 04-jan-2017: additional information received on 22-dec-2016. (B)(4) added and processed accordingly.